Manufacturer narrative:
(B)(4). Batch # m52v5x. Additional information was requested and the following was obtained: what type of procedure was the device used in: --- no information. Was the device locked on tissue with the jaws closed: --- yes. If yes, how was the device removed: --- cutting the tissue around the jaw. If yes, did the jaws eventually open: --- no.

Event description:
It was reported that during an unknown procedure, the device could not be fired. Also, the device could not be released. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch# m52v5x. The sc45a device (b) was received for analysis with no visual non-conformances and with two cartridge reloads present. Cartridge (c) ecr45b, (B)(4) was received loaded on the device fully fired and in good visual conditions. Cartridge (d, e & f) ecr45b-(B)(4) were received partially fired 1/3 consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reloads (d, e, f) by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted.a batch record review was performed and no anomalies were found during the manufacturing process.